Event description:
A customer reported experiencing a tandem mobi cartridge alarm during pumping. The issue did not cause their blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Tandem technical support confirmed the cartridge alarm and resolved the matter by arranging for a replacement pump to be sent to the customer. The customer was informed of the steps to follow upon receiving the replacement, including returning the problematic pump to tandem. Training for the updated pump software would be accessible in their account, and no backup therapy was deemed necessary as they would continue using their current pump until the replacement arrived.